Manufacturer narrative:
Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call the o ring of the insulin pump was came off. The customer¿s blood glucose was unknown at the time of the incident. Customer states that battery compartment was damaged. The insulin pump will be returned for analysis.